Manufacturer narrative:
Pump passed the displacement, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window and cracked battery tube threads. (B)(4).

Event description:
Customer reported via phone call to have high blood glucose of 600 mg/dl, which was treated with a bolus delivery. Customer had symptom of nausea. Troubleshooting was performed on insulin pump to determine reason for high blood glucose. During troubleshooting, alarm history showed two no delivery alarms which were resolved with a complete set change. High pressure test was performed, and insulin pump passed. After troubleshooting, customer was advised that two infusion sets and two reservoirs would be replaced. Insulin pump would be replaced per customer's request.